Manufacturer narrative:
Dexcom, inc and FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the abscence of any evidence of physical harm or necessity for intervention.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2011 to report a failed sensor. Patient's mother later called dexcom technical support on (B)(6) 2011 to add that the sensor in question may have broken. When the sensor wire was removed, patient's mother noticed that the wire was missing. Patient's mother did not see any sign of the wire at the insertion site. No medical intervention was required, and patient was fine at the time of her mother's follow-up call to dexcom technical support.